Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 217876813, were returned and analyzed. Visual inspection of the mapping catheter showed the shaft and tip/loop section were intact with no apparent issues. No kinks were observed along the shaft, or tip/loop section of the mapping catheter. In conclusion, the reported clinical issue could not be assessed via data analysis or product analysis. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a cardiac tamponade. A pericardial puncture was performed to drain the fluid inside the pericardial space. The case was aborted while the patient was under general anesthesia. Extended hospitalization in the intensive care unit (ICU) occurred as a result of the tamponade. No further patient complications have been reported as a result of this event.